Manufacturer narrative:
Note: the b3 event date has been listed as (B)(6) 2023 to match the manufacture date. The event date is unknown. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number: 31085287l, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient receiving a cardiac ablation procedure with a thermocool smarttouch sf ablation catheter experienced cardiac tamponade and required pericardiocentesis. During an atrial fibrillation (af) ablation procedure, a pericardial effusion occurred. No transseptal puncture was performed with a needle because of the presence of a patent foramen ovale. The medical team indicated the purposeful manipulation through the foramen ovule was the cause the pericardial effusion. Passing by this foramen ovale seems to be the cause of the pericardial effusion. The insertion of the pentaray and of the smarttouch confirmed this hypothesis because catheters were stuck in the pericardium with very few degree of freedom. Just after this episode, the patient complained about a heart pain and the pericardial effusion was confirmed by echography. No rf (radiofrequency) lesions. The patient became hypotensive during the drainage from 18 to 12. Around 620ml of blood was drained from the pericardium to stabilize the patient. Act (activated clotting time) before passing through the foramen ovale was around 150s and 9000u of protamine was injected. The procedure was not successfully completed. There were no performance issues with any jnj devices. No ablation because of the pericardial effusion. Just low flow on the ablation catheter. The outcome of the adverse event for patient is fully recovered (no residual effects). The patient did require extended hospitalization for the monitoring of the pericardial effusion. Per internal review, the most likely scenario is that the physician used the sl0 and an ablation catheter to cross transeptal through the foramen. It¿s less likely that the physician only used the sheath, the dilator and a guidewire. Unfortunately, the tamponade is most likely related to the manipulation of the catheters and the sheath. No ablation occurred. As a conservative measure, the event is being captured and reported on the ablation catheter. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.